Event description:
In 2006, study surveillance form received from clinical. Pt was hospitalized due to infection. No other information from physician, system still implanted and follow-ups received from center. On five days later, contacted physician's office. Infection was on the incision area, but not in the pacemaker pocket. Patient was treated successfully with IV antibiotics and released. Device did not need to be explanted and remains implanted. This is part of a system that includes: philos ii dr-t, MDR# 06-0142, selox sr 45, MDR# 06-0144. Review of clinical studies showed that this did not have an MDR report.